Event description:
No new information.

Manufacturer narrative:
H6: the quality investigation is complete. Correction: d9: device was not returned for evaluation.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that prior a procedure the bovie pencil continued to be in active state after user turned it off. The procedure was completed successfully without a delay; no adverse consequences or injury were reported.